Manufacturer narrative:
Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were re-investigated and all production steps were performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. Upon receipt, the pacemaker was properly interrogated revealing the battery status ok. The devices memory content was evaluated. A continuously increase of the right ventricular threshold up to 2.5 v was documented. Therefore, the header of the device was analyzed. The set screws could be easily screwed in and out, there was no foreign material inside the header bores. All dimensions of the header bores were within the range requested by the standard specifications. Also the spring elements of the pacemaker did not show any deviations. Next, the pacemaker was subjected to an electrical analysis and the ability of the device to deliver therapies was verified. Thereby the clinical observation was confirmed. The pacing capability was not available. A manually triggered reset of the pacemaker was performed to potentially resume the pacing functionality. After reset, the therapy functionality was re-tested, showing that the pacemaker was now fully capable to deliver appropriate bradycardia therapy. Furthermore, a review of the memory content did not show any peculiarities. An additional long-term pacing test was initiated. During the test, each pacing pulse was recorded. The evaluation of these pacing pulses documented regular device behavior. No intermittent or permanent loss of output was present. Furthermore the impedance measurement functions were tested proving to be fully functional. The clinical observation was not reproducible after the pacemakers reset. In conclusion, the clinical observation was confirmed upon receipt of the pacemaker, however, the root cause was not determinable. In particular, after a manually triggered pacemaker reset the device proved to be fully functional. Based on the device behavior during analysis, a component damage of the pacemaker does not seem likely. Instead, external influences, like strong electromagnetic fields, could have possibly contributed to this event.

Event description:
On (B)(6) 2020, the nurse noted pacing fail and escape rhythm from the hm data and called to the patient to visit to the hospital. On (B)(6) 2020, the device check was done and confirmed of rapid increase of threshold. The lead was removed from the relevant etrinsa and psa check was done, and confirmed the threshold was normal, therefore lead was thought to be normal and replaced the etrinsa only.